Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had an audio anomaly and unresponsive buttons. Troubleshooting for button error/keypad anomaly was performed. Customer's blood glucose was 367mg/dl at the time of the incident. The customer stated that the insulin pump gave a long beep and the buttons were unresponsive. The customer also stated that there was no significant event leading to the keypad issues. The customer also stated that the time on the clock did not advance when monitored for one minute. The customer was advised to change the battery and observe the time for three minutes. The customer stated that the time still did not advance. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Findings: no frozen screen, audio/beep anomaly or button error alarm noted. Unit time/clock moved. Unit had intermittent buttons response due to flattened (creased) escape and act buttons dome switch. No unlocked cd keypad connector noted. Unit had minor scratched lcd window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip and stained address/serial label.